Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was able to confirm the reported condition in the clinical testing conducted. The customer¿s reported concern was replicated in a single retain sample. In addition, retention samples were tested for additive abnormalities. All testing was within specification with no abnormalities identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for erroneous results based on the clinical testing performed. A root cause could not be determined.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated "lab manager called into see if anyone has reported experiencing erroneous results with product 367964, lot 0100300. She has experienced potassium levels greater than 10 and calcium levels less than one. No samples are available. Unsure of medical intervention. 23-nov-2020: "customer states it happened 6 times with different phlebotomists on different floors. She states the order of draw is correct, and when the patient is re-drawn, the k and ca are normal. I informed her that if the contents of the edta tube are poured into the pst tube, you can see these erroneous results. She stated that her phlebotomists did not do this." 24-nov-2020: customer response, - "no erroneous results. Condition of sample is good. Order of draw: confirmed on at least one patient that the lavender drawn last. Unknown on the rest. Specimens were left 10-20 mins before centrifugation. A swing bucket was used. Potassium was run. Normal ranges of potassium are 3.5-5.1. Patient's results were greater than 10.0. Test were repeated on red sst from same draw with normal values."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced erroneous results. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated "lab manager called into see if anyone has reported experiencing erroneous results with product 367964, lot 0100300. She has experienced potassium levels greater than 10 and calcium levels less than one. No samples are available. Unsure of medical intervention. 23-nov-2020: "customer states it happened 6 times with different phlebotomists on different floors. She states the order of draw is correct, and when the patient is re-drawn, the k and ca are normal. I informed her that if the contents of the edta tube are poured into the pst tube, you can see these erroneous results. She stated that her phlebotomists did not do this." 24-nov-2020: customer response, - "no erroneous results. Condition of sample is good. Order of draw: confirmed on at least one patient that the lavender drawn last. Unknown on the rest. Specimens were left 10-20 mins before centrifugation. A swing bucket was used. Potassium was run. Normal ranges of potassium are 3.5-5.1. Patient's results were greater than 10.0. Test were repeated on red sst from same draw with normal values."